Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported event. The t-luer adapter was found to be detached from the blue slide leading to the impossibility to deploy the stent by using either the trigger or the slide method. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The detachment of the t-luer adapter may be caused by rough handling of the device during shipping or storage. Also rough handling of the system during preparation (e.g. During flushing) may contribute to the reported event. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment."

Event description:
It was reported that during a stent placement procedure for treatment of an occlusion in the right common iliac artery, the vascular stent could not be deployed. The physician examined the handle of the stent delivery system and found the metal tube to be jumped out of the blue slide. The delivery system was removed without issue and another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during a stent placement procedure for treatment of an occlusion in the right common iliac artery, the vascular stent could not be deployed. The physician examined the handle of the stent delivery system and found the metal tube to be jumped out of the blue slide. The delivery system was removed without issue and another stent was used to complete the procedure successfully. There was no reported patient injury.